Event description:
The reporter called and alleged a discrepant result on the device when compared to a lab. The device result reported was 7.0 inr. The lab result reported was 4.7 inr. The device was replaced and requested to be returned for eval.